Manufacturer narrative:
Additional product code: hrs. Manufacturing location: (B)(4). Manufacturing date: january 20, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had original surgery on an unknown date, due to a femur fracture. The patient present with a mal¿union with delayed healing to the left femur bone. The patient was originally implanted with one (1) 5.0mm locking compression plate (lcp) adolescent 10 hole plate, four (4) 5.0mm locking screws and four (4) 4.5mm locking screws. During revision surgery on (B)(6) 2016 all original implants were removed. The lcp plate was reported as broken in half at an unknown screw position. All eight (8) locking screws were removed with no issues. The patient was revised to a new large fragment plate and screws. The revision surgery was completed successfully, and the patient is reported in stable condition. Concomitant medical products: 5.0mm locking screws (part unknown, lot unknown, quantity 4); 4.5mm locking screws (part unknown, lot unknown, quantity 4). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject device. One pediatric lcp condylar plate (part # 02.108.422, lot # 7712491) was returned for investigation. The plate was broken through the third combi-hole proximal to the head of the plate. A visual inspection of the fracture surfaces showed no dark spots or voids that would indicate material issues. The remainder of the plate is scratched and marred, a condition consistent with implantation. The exact cause of the complaint condition is unknown, but it is likely due to fatigue failure due to the delayed healing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. Eight locking screws were also returned with no complaint alleged against them. A visual inspection found no issues and determined that the devices did not contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.